Event description:
A nurse reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. The review of the alarm log and functional testing revealed that the device had presented an f-22 alarm, which was related to the malfunction in occlusion detection. The cause of the alarm was determined to be a damaged sensor board. To correct the condition, the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.